Event description:
It was reported that at the beginning of navigated hip procedure, it was reported that the instrument tracker was missing a screw. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. No additional information was has been received regarding this event.

Manufacturer narrative:
Since this product is not a repairable item, it was not returned to the healthcare facility.

Event description:
It was reported that at the beginning of navigated hip procedure, it was reported that the instrument tracker was missing a screw. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. No additional information was has been received regarding this event.